Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was involved in a rear end vehicular accident. Customer's blood glucose level was fluctuating between 176 mg/dl and 80 mg/dl. Customer was unable to troubleshoot. Customer was advised to discontinue use of pump and revert to backup plan.